Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 78," "defib fault 79," and "pacer fault 121" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty resistor on the hv module.